Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 60 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include confusion, shaking and feeling hungry. The patient reports while wearing the pod the adhesive had separated from the pod infusion site (abdomen), causing the cannula to become dislodged. Once at the hospital emergency room the patient was treated with sugared soda, pineapple-orange juice, diet apple juice, sweet potatoes, pudding, chicken and baqsimi powder. In addition, the patient was given a shot of toradol. The patient was in the hospital emergency room for 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.